Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, and h11. Correction in section h1.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: ldf foreign: finland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the patient was in the supervision/control department of the hospital, the operation of the temporary pacemaker suddenly became precarious and did not pace properly. The patient went to asystole. The physician attempted to slip the pacemaker wire back in place. It was noted that the wire was shorter, and that the pacemaker no longer led the impulse as it should. The cardiac surgeon and anesthesiologist found that the pacemaker wire pin was broken. The patient was moved to ccu. The following morning, a permanent pacemaker lead was implanted. The patient received a lead. A permanent dual chamber pacemaker was implanted a week later due to patient's permanent iii degree av-block. The patient did not suffer any permanent physical problems due to event of the fractured of temporary pacemaker lead.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: unknown lot number could be one of three possible lots: lot 05910 exp.date jul 1, 2027 manufacturing date: aug 8, 2022 UDI: (B)(4). Lot 06324 exp.date sep 1, 2027 manufacturing date: oct 11, 2022 UDI: (B)(4). Lot 08667 exp.date jan 1, 2028 manufacturing date: feb 1, 2023 UDI: (B)(4). A visual inspection was conducted on the returned wire. The wire shows signs of attempted use including marking and scratching on the wire surface. The wire sheathing has been damaged near the crimp location. The wire has also been cut removing the needle. The product was returned for further review and testing. Due to the damage to the product, the wire is unable to be functionally tested. The complaint is unable to be confirmed from the provided information. A lot number was unable to be determined from the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.